Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter. During the procedure, the tip of the 4max catheter became damaged and the physician was unable to aspirate. The 4max catheter was removed and a new catheter was used to successfully continue the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the penumbra system reperfusion catheter 4max was kinked approximately 2.5 cm from the hub underneath the strain relief. The catheter was also kinked approximately 56.5 cm from the hub. The penumbra system reperfusion catheter 4max was also ovalized approximately 2.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra system reperfusion catheter 4max tip had been ripped and could not suction. Evaluation of the returned device did not confirm the description of the issue. The distal tip of the catheter was ovalized but was not fractured. However, the proximal shaft of the catheter was fractured which may have prevented the catheter from aspirating. This type of damage typically occurs when the device is improperly handled during use. The penumbra system reperfusion catheter 4max also was ovalized and kinked along the catheter shaft however, this damage was not noted in the complaint and may have occurred during handling when packaging for return. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.